Event description:
Patient was revised on (B)(6) 2021 due to infection, approximately 2 months after the first surgery. The surgeon explanted centered glenosphere, two standard screw, two locking screw, anchor base, 36+3 humeral cup and glenoid baseplate. The surgeon implanted 4 locking screw, centered glenosphere, post extension, glenoid baseplate, humeral spacer and 36+3 humeral cup standard.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.